Event description:
The explanted devices were returned and underwent product analysis. Generator analysis was completed and approved. There were no performance, or any other type of adverse conditions found with the pulse generator, and the device performed according to functional specifications. Lead analysis was completed and approved. The lead fracture allegations were not confirmed. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Continuity checks of the returned lead portion was performed during the functional analysis, and no discontinuities were identified. One full set of setscrew marks were observed near the end tip of pin indicating that the lead connector was not inserted completely at one point in time. The condition of the returned lead assembly is consistent with conditions that typically exist following an implant/explant procedure.

Manufacturer narrative:
B5 describe event or problem, corrected data: supplemental #03 inadvertently did not note that the explanted devices were received d9 device available for evaluation?, corrected data: supplemental #03 report inadvertently left blank

Event description:
Additional information received noting that this patient is apart of a clinic study.

Event description:
It was reported that when the patient was seen in clinic one day high impedance was observed. The patient was then brought back into clinic the next day and high impedance was no longer seen. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient was recently seen in clinic and when their device was checked the impedance was within normal limits.

Event description:
Patient underwent full revision surgery. The explanted products have not been received by product analysis to date.

Manufacturer narrative:
A3 gender, corrected data: supplemental #01 report inadvertently left blank.